Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the manifold valve was not shifting fully. Additional malfunctions include the inlet filter was dirty.